Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024 a 30mm amplatzer multi-fenestrated septal occluder - cribriform was selected for an implant using a 8f amplatzer trevisio delivery system. During the procedure, the occluder presented deformity (bulbous) at the time of release into the patent foramen ovale canal, retracted and repositioned without success. The device was removed from the patient prior to released from the delivery cable and immersed in warm saline, again without success. It remained defective. No interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. The occluder and delivery system was replaced with a 3025 mm amplatzer talisman pfo occluder device. The patient is stable,

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024 a 30mm amplatzer multi-fenestrated septal occluder - cribriform was selected for an implant using a 8f amplatzer trevisio delivery system. During the procedure, the occluder presented deformity (bulbous) at the time of release into the patent foramen ovale canal, retracted and repositioned without success. The device was removed from the patient prior to released from the delivery cable and immersed in warm saline, again without success. It remained defective. No interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. The occluder and delivery system was replaced with a 30-25mm amplatzer talisman pfo occluder device. The patient is stable